Manufacturer narrative:
Event problem and evaluation: on (B)(6) 2016, a medtronic representative went to the site and repaired the system following the case. The reported issue was resolved by replacing the motion relay. On (B)(6) 2016, a medtronic representative went to the site to perform an imaging system checkout. The reported issue of motion status changing to ¿not ready¿ was intermittent. The logs were not conclusive towards fault. Multiple parts were replaced due to this being the 3rd occurrence of motion issues over the last 30 days. System would operate fine for a while and then the symptom would occur. The last part to be replaced during this service evolution was the gantry motion controller; symptom stopped after it was replaced. This controller was recently placed into the system on a previous repair. The imaging system then passed the system checkout and was found to be fully functional. The following parts were returned to the manufacturer with functional problems that directly caused the reported event: the collimator was returned for analysis and a mechanical failure mode was found. Confirmed reported problem ¿unable to take 3d spin and collimator initializing message." Visual inspection of collimator looked good but the leaves were very stiff. Installed collimator in a different imaging system and collimator would not initialize; faulty collimator. The image acquisition system (ias) computer was returned for analysis and a computer failure mode was found. Confirmed reported problem "intermittent red x on pendant." Cmos battery was .9vdc. With good cmos battery installed, bios settings continue to revert when power is cycled. Only boot option displayed is floppy. The computer attempts to boot to floppy, at which time the power on sequence ends in error; faulty ias computer. The following parts were returned to the manufacturer for analysis; however, these parts did not cause the reported event and/or no functional problem was found. The pcba was returned to the manufacturer for analysis; however, unable to confirm reported problem ¿motion not initializing." No problem found. The position motion control box was returned for analysis; however, unable to confirm reported problem "no motion." No problem found. The gantry motion control box (rev 3) was returned for analysis; however, unable to confirm reported problem "intermittent motion issues; sometimes no motion on pendant; other times rotor and door would not home." No problem found. The rotor motion control box was returned for analysis; however, unable to confirm reported problem "red x on pendant, collimator error on pendant.¿ visual inspection noted leds (green) did not illuminate. Communication and motion were functional. The imaging system control pendant was returned for analysis; however, unable to confirm reported problem "red x on pendant; collimator error very intermittent.¿ visual inspection noted damage to the gantry left (z axis left) button; the overlay was gouged. No problem found. The gantry motion control box (rev 8) was returned for analysis however, unable to confirm reported problem "no motion on pendant; intermittent sometimes motion would initialize but door would not open." No fault found. The rotor tractor drive assembly was returned for analysis with physical damage; however, the identified damage did not cause the reported event. The positioner motion control box was returned for analysis however, unable to confirm reported problem "red x on pendant, collimator error on pendant.¿ no problem found. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system successfully took several 2d scout shots and then, while attempting to take a 3d spin, the system "stalled" and the pendant switched back to the status bar screen and had a red x for motion. Upon re-starting the system, a "collimator initializing" message displayed on the pendant. The system was re-started several times with no change. At that point, the door was manually opened to move the system away from the patient. The surgeon opted to complete the procedure without the use of the imaging system, using a c-arm instead. There was a reported delay to the procedure of roughly twenty minutes due to this issue. There was no impact on patient outcome. No additional details were provided.

Manufacturer narrative:
(B)(6).